Manufacturer narrative:
The insulin pump failed to vibrate during self test due to corroded power board. Audio tone functioning properly during testing. The insulin pump passed sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected battery error alarms noted during testing or found at the downloaded pump history. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. However, pump error confirmed in pump history due to cold solder joint at keypad assembly. The insulin pump was received with minor scratched lcd window, faded serial number label, cracked case(battery tube), cracked battery tube threads, cracked case and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had absence of vibrate or audio. Customer's blood glucose level was 16.9mmol/l at the time of the incident. It was reported that a self-test was performed and during the test, the insulin pump received a pump error indicating hardware low level failures and a battery error. It was also reported that the customer was unable to delete the error. It was reported that a loaner insulin pump will be sent to the customer. The insulin pump will be returned for analysis.